Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was tested and placed on an in-house system and of functional system failed. Endoscope was not recognized by system. This was caused due to a bad rfid tag. Additional observations not reported by site: the endoscope was found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was tested and placed on in-house system or equivalent for functional testing and failed to provide a video due to an electrical communication failure. The in-house system or equivalent failed to communicate with the endoscope, resulting in an error message, instrument not supported. Remove instrument. The endoscope was tested and place on an in-house system for cable testing and failed due to wpb defect. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope plus involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30-degree endoscope orientation was incorrect. It was rotating incorrectly to 90 degrees. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed prior to the issue being identified. The procedure was ventral hernia repair. The image was inverted but only when trying to rotate the endoscope from 30 down to 30 up. It was stuck at 30 downs, but the orientation was off by 90 degrees. The instruments would not move while the surgeon was attempting to move them and then all of a sudden would shoot forward. The event involved a reversed control of the system arms because the endoscope was inverted and would not orient correctly. The endoscope was installed in the up orientation. Per the surgeon, it was placed 30 degrees up but was showing a different orientation. An indication of the image orientation was provided to the user via the user interface. The endoscope and endoscope¿s adapter/base was still engaged/in-synch/attached. No damage was observed on the endoscope¿s adapter/base such as missing screw(s) or component. Prior to the event, the endoscope was manually rotated 180 degrees and the surgeon manually associate the right and left masters with the respective arms for intuitive motion. A different endoscope was used and it fixed the problem. There was no patient injury.